Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta.

Event description:
"Olympus was informed that during a therapeutic ureteroscopy procedure with laser, the user tried firing laser fiber three times and only heard louder than normal clicks. Nurse went to check fiber connection with laser unit and fiber fell out. End was burnt and burnt smell was noticeable. A new fiber was used and it worked to complete the intended procedure. Finished the case without further incidence. No patient injury reported."

Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta. Follow up 1 09/18/19: analysis of the fiber revealed a connector and strain relief which had been removed from the fiber, charred heat shrink at the proximal end of the fiber, and a fiber sma pin endface that had been thermally damaged. The dark circle around the core of the fiber and the charred adhesive on the connector sma endface are clear indications of fiber use with a misaligned laser. The laser energy source was not focused correctly into the fiber core thus only transferred a small amount of laser energy as the concentration of the laser beam was larger than the fiber core and was sent through the fiber quartz ferrule instead. The rfid scan indicated the fiber had 510 joules of accumulated energy at a setting of 8 watts which equates approximately one minute and four seconds of laser energy transmission. This contradicts the customer complaint that the fiber was attempted to be fired three times before immediately being replaced by another fiber. It is hypothisized that this fiber was used with a misaligned laser for the just over the noted one minute period before the errant laser energy traveling outside the fiber core destroyed the proximal end of the fiber allowing no more laser energy transmission. The fiber rfid scan also indicated that the fiber was 100% tested and functional during routine production testing at dmta on 01/24/19. The fiber likely failed due to use with a misaligned laser.

Event description:
"Olympus was informed that during a therapeutic ureteroscopy procedure with laser, the user tried firing laser fiber three times and only heard louder than normal clicks. Nurse went to check fiber connection with laser unit and fiber fell out. End was burnt and burnt smell was noticeable. A new fiber was used and it worked to complete the intended procedure. Finished the case without further incidence. No patient injury reported."